Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled atrial ablation procedure. During the procedure, the atrial lead was found to be dislodged. The lead was then extracted and replaced. The patient was reported to be in stable condition following the procedure.